Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion." According to the customer: "the infusion finished before schedule."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: initially, the unit was submitted to visual inspection, being evidenced absence of the battery access protection cover of the equipment. Without this cover in place, the equipment prevents the continuation of programming, therefore, to proceed with the analysis, it was a new cap is required. As there was no detailed information regarding the programming in use during the adverse event and did not inform the day on which the event occurred, it was not possible to carry out more in-depth evaluations of the history of use against this occurrence. However, analysis was made of last settings made on the 294232 series equipment, being verified that on 10/12/2022 at 11:55 minutes and 07 seconds infusion was started at a flow rate of 32ml/h, resulting in a total volume infused 939.01ml. It is noteworthy that, according to the history of use of the equipment, during the infusion, there was no record of any deviation. Additionally, the unit was submitted to a simulation test of use. For this purpose, a flow rate of 32 ml/h was programmed for the volume of 939ml. It was verified that, during the test, the equipment worked correctly, without identifying volume flow deviations above specified. Due to the data exposed above, we inform you that the reported occurrence was classified as "unconfirmed". Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.